Event description:
Healthcare professional (hcp) reports while home pt (hp) went to the bathroom during dwell 1/4 of apd treatment on the homechoice device, her blood pressure dropped and she "blacked out". Hp's son disconnected her from device and took her to the hosp for monitoring. No device failure was indicated and no further incident detail available, per hcp.